Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to reproduce the reported "low augmentation" issue. The stm then performed calibration, functional, and safety checks to meet factory specifications. The iabp was then released back to the customer and cleared for clinical use.

Event description:
While in use on a patient, it was reported that the cs300 intra-aortic balloon pump (iabp) was presenting augmentation issues. The customer stated that the iabp had low augmentation for several hours, and then corrected itself. The customer also stated that the augmentation wave form looked like hills and valleys instead of the standard chair waveform. There was no patient harm or adverse event reported.

Event description:
While in use on a patient, it was reported that the cs300 intra-aortic balloon pump (iabp) was presenting augmentation issues. The customer stated that the iabp had low augmentation for several hours, and then corrected itself. The customer also stated that the augmentation wave form looked like hills and valleys instead of the standard chair waveform. There was no patient harm or adverse event reported.